Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protector p55 experienced product damage/deformation -device still operable, which was noted prior to use. The following information was provided by the initial reporter: after opening the package, the needle was damaged.

Event description:
It was reported that the protector p55 experienced product damage/deformation -device still operable, which was noted prior to use. The following information was provided by the initial reporter: after opening the package, the needle was damaged.

Manufacturer narrative:
Investigation summary: four photos and one sample were returned to our quality team for investigation. Upon visually inspecting the samples, the protector housing is observed to be broken and the top of the spike is damaged. Three retained samples of lot 1905140 were used for additional evaluation. The product was inspected, no damage or other defects were observed. A device history review was performed for lot 1905140, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this incident. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. In reviewing the assembly process, it was determined this damage could be produced by a blockage during feeding from assembly station. While there were no documented maintenance interventions noted in the device history review, it was determined there was likely an isolated blockage that was not detected by the operator, resulting in the protector becoming damaged.